Event description:
Additional information was received from a healthcare professional and it was confirmed that the pump was removed on (B)(6) 2017. As of (B)(6) 2017, the wound looked good with no signs of infection. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 158.1 mcg/day) via an implanted pump. The patient¿s medical history included spasticity. The indication for pump use was cerebral palsy and intractable spasticity. On 15-mar-2017 it was reported that the patient experienced pump pocket incision dehiscence exposing the pump. The environmental, external, or patient factor that may have led or contributed to the event was reported to be that the patient had undergone a pump replacement procedure on (B)(6) 2017. No known troubleshooting was performed. The patient was scheduled for pump and catheter explant on (B)(6) 2017. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported or anticipated.